Manufacturer narrative:
Additional reporter: (B)(6). Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. It was noted that the iab would not inflate. The customer also believed there may be a possible leak. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: product and project specialist¿ strategic sourcing. Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) could not be inserted through the sheath. It was also noted that the iab would not inflate. The customer also believed there may be a possible leak. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.